Manufacturer narrative:
This case was initially received via regulatory authority (asnm, reference number: r1704047) on 24-mar-2017. The most recent information was received on 02-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("right essure moved in fallopian tube causing constant intense pain") in a 45-year-old female patient who had essure (batch no. B15006) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, diplopia ("double vision (visual disturbance)"), migraine ("migraines"), fatigue ("major fatigue / feeling tired all the time"), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("haemorrhagic menstrual periods"), palpitations ("palpitations"), skin disorder ("skin problems"), vaginal discharge ("vaginal discharges"), micturition urgency ("urgency of urination"), the first episode of abdominal distension ("abdominal bloating"), menopausal symptoms ("major premenopausal syndrome"), dizziness ("dizzy spells"), temperature intolerance ("difficulty tolerating cold"), tachycardia ("tachycardia"), hypertension ("hypertension"), cardiovascular disorder ("poor blood circulation"), petechiae ("petechiae"), amnesia ("memory loss"), speech disorder ("speech disturbances"), stress ("stress"), muscle spasms ("spasms"), paraesthesia ("paraesthesia"), balance disorder ("disturbances of balance"), rash ("rash"), flatulence ("gas"), the second episode of abdominal distension ("major bloating"), headache ("headache"), allergy to metals ("allergy tests came back positive for titanium"), mood swings ("mood swings"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), loss of libido ("loss of libido"), alopecia ("hair loss") and polycystic ovaries ("cysts in both ovaries"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, diplopia, migraine, fatigue, dysmenorrhoea, menorrhagia, palpitations, skin disorder, vaginal discharge, micturition urgency, menopausal symptoms, dizziness, temperature intolerance, tachycardia, hypertension, cardiovascular disorder, petechiae, amnesia, speech disorder, stress, muscle spasms, paraesthesia, balance disorder, rash, flatulence, the last episode of abdominal distension, headache, allergy to metals, mood swings, nausea, depression, anxiety, loss of libido, alopecia and polycystic ovaries outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, anxiety, depression, device dislocation, loss of libido, mood swings, nausea and polycystic ovaries with essure. The reporter considered abdominal pain, amnesia, balance disorder, cardiovascular disorder, diplopia, dizziness, dysmenorrhoea, fatigue, flatulence, headache, hypertension, menopausal symptoms, menorrhagia, micturition urgency, migraine, muscle spasms, palpitations, paraesthesia, petechiae, rash, skin disorder, speech disorder, stress, tachycardia, temperature intolerance, vaginal discharge, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: onset date of adverse events was 1-2 months after insertion ¿ i.e., end of 2013/beginning of 2014. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for titanium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 26-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("right essure moved in fallopian tube causing constant intense pain") in a (B)(6) year-old female patient who had essure (batch no. B15006) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, diplopia ("double vision (visual disturbance)"), migraine ("migraines"), fatigue ("major fatigue / feeling tired all the time"), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("haemorrhagic menstrual periods"), palpitations ("palpitations"), skin disorder ("skin problems"), vaginal discharge ("vaginal discharges"), micturition urgency ("urgency of urination"), the first episode of abdominal distension ("abdominal bloating"), menopausal symptoms ("major premenopausal syndrome"), dizziness ("dizzy spells"), temperature intolerance ("difficulty tolerating cold"), tachycardia ("tachycardia"), hypertension ("hypertension"), cardiovascular disorder ("poor blood circulation"), petechiae ("petechiae"), amnesia ("memory loss"), speech disorder ("speech disturbances"), stress ("stress"), muscle spasms ("spasms"), paraesthesia ("paraesthesia"), balance disorder ("disturbances of balance"), rash ("rash"), flatulence ("gas"), the second episode of abdominal distension ("major bloating"), headache ("headache"), allergy to metals ("allergy tests came back positive for titanium"), mood swings ("mood swings"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), loss of libido ("loss of libido"), alopecia ("hair loss") and polycystic ovaries ("cysts in both ovaries"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, diplopia, migraine, fatigue, dysmenorrhoea, menorrhagia, palpitations, skin disorder, vaginal discharge, micturition urgency, menopausal symptoms, dizziness, temperature intolerance, tachycardia, hypertension, cardiovascular disorder, petechiae, amnesia, speech disorder, stress, muscle spasms, paraesthesia, balance disorder, rash, flatulence, the last episode of abdominal distension, headache, allergy to metals, mood swings, nausea, depression, anxiety, loss of libido, alopecia and polycystic ovaries outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, anxiety, depression, device dislocation, loss of libido, mood swings, nausea and polycystic ovaries with essure. The reporter considered abdominal pain, amnesia, balance disorder, cardiovascular disorder, diplopia, dizziness, dysmenorrhoea, fatigue, flatulence, headache, hypertension, menopausal symptoms, menorrhagia, micturition urgency, migraine, muscle spasms, palpitations, paraesthesia, petechiae, rash, skin disorder, speech disorder, stress, tachycardia, temperature intolerance, vaginal discharge, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: onset date of adverse events was 1-2 months after insertion ¿ i.e., end of 2013/beginning of 2014. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for titanium. Most recent follow-up information incorporated above includes: on 26-mar-2019: report from consumer via regulatory authorities ((B)(6) reference number (B)(4)) ¿ patient¿s demographic data; essure insertion date ((B)(6) 2013); essure lot number (b15006); new adverse events (right essure moved in fallopian tube causing constant intense pain, allergy tests came back positive for titanium, mood swings, nausea, depression, anxiety, loss of libido, hair loss, and cysts in both ovaries); onset date of adverse events update (1-2 months after insertion ¿ i.e., end of 2013/beginning of 2014); and essure removal date ((B)(6) 2017). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.